Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024 and the patient was reimplanted with a new cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on october 27, 2023.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. The implanted device remains.